Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that atrial lead exhibited noise. Insulation damage was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.